Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pleuroperitoneal leak coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient stopped pd therapy and was switched to permanent hemodialysis. No additional information is available. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The event date was unreported. Should additional relevant information become available, a supplemental report will be submitted.